Manufacturer narrative:
Additional information was added to b5, d9, h3, h4 and h6. B5: the correct quantity of the affected product was two (2), previously submitted as one (1). H4: the lot was manufactured from november 17, 2020 - november 18, 2020. H10: only one (1) actual sample was received for evaluation. The other sample was not received and therefore, could not be evaluated. Unaided visual inspection was performed which observed a dark embedded pm (particulate matter) on the unused membrane of the additive port assembly. Additional magnified inspection verified a dark pm approximately 0.10 square millimeters embedded in the center area of the additive port membrane. The reported condition was verified. The cause of the condition cold not be determined; however, the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date reported as "recently". (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a black speck. This was described as "there was a black speck visible underneath the plastic¿. This issue was identified prior to use on a patient. There was no patient involvement. No additional information is available.